Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had ventricular assist device (vad) implant-related bleeding which was confirmed by dropping hemoglobin and hematocrit. They were transfused with one unit of packed red blood cells (prbcs) on (B)(6) 2022. The event resolved on (B)(6) 2022 with no further treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6) and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17feb2022. No further information was provided. The manufacturer is closing the file on this event.